Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were worn. All of the keypad buttons and audio bolus button were unresponsive due to moisture ingress. Evaluation revealed that there was contamination found under all key contacts. Unrelated to the complaint, the display lens was found to be scratched. (B)(6).